Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2022. The patient's parent stated the cgm was displaying 68 mg/dl then 60 mg/dl and going down. They provided the patient with a glucoshot without checking a finger stick. Some time after, the patient had a seizure and 911 was called. The patient was transported to the hospital and was discharged the same day after they were in stable condition. Treatment information at the hospital was not provided. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.